Manufacturer narrative:
The reported complaint of the auto-pulse platform (sn (B)(4)) displayed user advisory, "(ua)12" (life-band not present) error message was confirmed during functional testing, and archive data review. The root cause of ua12 error was due to loose screws. No physical damage was observed on the autopulse platform during visual inspection. During archive data review, observed multiple ua12, thus, confirming the reported complaint. Initial functional testing failed due to ua12 (lifeband not present) displayed on the autopulse platform, thus confirming the reported complaint. Upon ap platform power on. To remedy the issue, the loose screws on the integrated encoder were tighten. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the auto-pulse platform (serial#: (B)(4)) displayed user advisory,"(ua) 12" (life-band not present). The crew were unable to clear the error message, and performed manual CPR. No consequences, or impact to patient.